Event description:
A fresenius field service technician (fst) was called onsite after a user facility biomedical technician (biomed) reported high ultrafiltration (uf) removal following treatment on a 2008t machine. It was not reported that the patient experienced a serious injury or required medical intervention as a result of the reported issue. The biomed performed checks and calibrations to the uf prior to the onsite visit and was unable to replicate the reported issue. The fst examined the device and checked calibrations to deaeration, flow and loading pressures. The transmembrane pressure (tmp) and uf pump volume were also checked. The device functional checks were also tested and passed. The fst could not duplicate the reported issue. No parts were returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The reported issue could not be duplicated. The device functional checks were passed without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the reported failure mode.

Event description:
A fresenius field service technician (fst) was called onsite after a user facility biomedical technician (biomed) reported high ultrafiltration (uf) removal following treatment on a 2008t machine. It was not reported that the patient experienced a serious injury or required medical intervention as a result of the reported issue. The biomed performed checks and calibrations to the uf prior to the onsite visit and was unable to replicate the reported issue. The fst examined the device and checked calibrations to deaeration, flow and loading pressures. The transmembrane pressure (tmp) and uf pump volume were also checked. The device functional checks were also tested and passed. The fst could not duplicate the reported issue. No parts were returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.